Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Variax elbow plate was used for distal humeral condyle fracture. When tried bending of the plate to adjust to the shape of the bone, the distal area of the plate was fractured at the second bending. The surgeon used replacement plate. The surgeon admitted the plate was fractured due to the excess bending and tried to bending back.

Manufacturer narrative:
Evaluation summary: the reported event that the plate is broken could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The damage was caused by bending the plate. In the op-tech. For variax it is stated: ¿¿the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole.¿ [original statement] in the IFU pp_v15013_j non-active implant it is stated: ¿contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Variax elbow plate was used for distal humeral condyle fracture. When tried bending of the plate to adjust to the shape of the bone, the distal area of the plate was fractured at the second bending. The surgeon used replacement plate. The surgeon admitted the plate was fractured due to the excess bending and tried to bending back.